Event description:
It was reported that the pt underwent a sling procedure in 2003. Since that time pt has been experiencing "dysfunctional voiding" consisting of urgency, frequency and dysuria. The pt feels they must stand to complete their voiding. Medications have been unsuccessful. The physician plans to release the tape.